Manufacturer narrative:
In 2007, the patient started essure. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), adnexa uteri pain ("ovarian pain"), urinary tract infection ("urinary infection"), pelvic discomfort ("discomforts"), the first episode of dysgeusia ("metallic taste"), fatigue ("fatigue / tiredness/ constant tiredness"), somnolence ("drowsiness/ she feels very sleepy"), renal pain ("kidney pain"), back pain ("back pain (lumbago)"), musculoskeletal pain ("muscle pain/ joint pain"), menorrhagia ("abundant menstruations/ abundant menstrual hemorrhages/ long menstrual periods"), amenorrhoea ("absence of menstruation"), headache ("headache"), chest pain ("chest pain"), breast discomfort ("sensation of breast suppuration"), micturition urgency ("urge to urinate frequently"), the first episode of vulvovaginal pain ("pain in the clitoris"), dyspareunia ("pain during sexual intercourse"), pain in extremity ("pain in left leg"), arthralgia ("pain in hip"), the second episode of dysgeusia ("bad taste in her mouth before and during the menstruation"), influenza like illness ("sensation of flu"), oropharyngeal pain ("sore throat"), lymphadenopathy ("swollen glands"), suffocation feeling ("feeling of suffocation"), anxiety ("anxiety"), hyperhidrosis ("sweating"), hormone level abnormal ("hormonal analysis is high"), thyroid function test abnormal ("thyroid analysis are high") and dysmenorrhoea ("painful menstruations"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device expulsion (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), the second episode of vulvovaginal pain ("vaginal pain"), fibromyalgia ("something similar to fibromyalgia"), stomatitis ("mouth sores"), renal colic ("frequent renal colic/kidney pain") and menopausal symptoms ("symptoms of early menopause (since she was (B)(6))"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), paracetamol (acetaminophen) and surgery (she is waiting the removal). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, device expulsion, device breakage, abdominal pain, adnexa uteri pain, urinary tract infection, pelvic discomfort, first episode of dysgeusia, fatigue, somnolence, renal pain, back pain, musculoskeletal pain, menorrhagia, amenorrhoea, headache, chest pain, breast discomfort, micturition urgency, first episode of vulvovaginal pain, dyspareunia, pain in extremity, arthralgia, second episode of dysgeusia, influenza like illness, oropharyngeal pain, lymphadenopathy, suffocation feeling, anxiety, hyperhidrosis, hormone level abnormal, thyroid function test abnormal, dysmenorrhoea, second episode of vulvovaginal pain, fibromyalgia, stomatitis, renal colic and menopausal symptoms had not resolved. The reporter commented: essure was implanted by medical recommendation but the physician did not tell the consumer the device had nickel and she is allergic to this metal. Diagnostic results (normal ranges are provided in parenthesis if available): in 2007: thyroid function test result was high. On an unknown date: ultrasound scan result was a part of left essure migrated to the uterus. Unspecified date: ultrasound: essure inserts have moved, one of them is in uterus and the other one is not well centered. In 2007: hormonal analysis - high. Most recent follow-up information incorporated above includes: on 17-mar-2017: previously reported events update; new adverse events; events outcome; and imaging/laboratory exams. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) and since placement, she experienced intense pain which is constant / pelvic pain among other non-serious events. An ultrasound showed that essure inserts have moved, one of them is in uterus and the other one is not well centered. She has taken ibuprofen and nolotil for the pains caused by essure and will need to have a surgery to remove them. These events are anticipated in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion into uterus or dislocation (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain. In this case, although the exact onset date and mechanism of essure the events is unknown, given their nature a causal relationship with essure cannot be excluded. This case is regarded as incident since intervention was required to treat the pain and device removal will be required. A product technical complaint analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one device is not in the center") and pelvic pain ("pelvic pain, intense pain which is constant") in a (B)(6)-old female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2007, the patient started essure. In 2007, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), adnexa uteri pain ("ovarian pain"), urinary tract infection ("urinary infection"), pelvic discomfort ("discomforts"), the first episode of dysgeusia ("metallic taste"), fatigue ("fatigue / tiredness"), somnolence ("she is very sleepy"), renal pain ("kidney pain"), back pain ("back pain (lumbago)"), myalgia ("muscle pain"), the first episode of menorrhagia ("abundant menstruations"), amenorrhoea ("absence of menstruation"), headache ("headache"), chest pain ("chest pain"), breast discomfort ("sensation of breast suppuration"), micturition urgency ("urge to urinate frequently"), vulvovaginal pain ("pain in the clitoris"), dyspareunia ("pain during sexual intercourse"), pain in extremity ("pain in left leg"), arthralgia ("pain in hip"), the second episode of dysgeusia ("bad taste in her mouth before and during the menstruation"), influenza like illness ("sensation of flu"), oropharyngeal pain ("sore throat"), lymphadenopathy ("swollen glands"), suffocation feeling ("feeling of suffocation"), anxiety ("anxiety"), hyperhidrosis ("sweating"), hormone level abnormal ("hormonal analysis is high"), thyroid function test abnormal ("thyroid analysis are high"), the second episode of menorrhagia ("long menstrual periods") and dysmenorrhoea ("painful menstruations"). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required) and device expulsion ("one device is in the uterus"). The patient was treated with ibuprofen and metamizole magnesium (nolotil). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, device expulsion, abdominal pain, adnexa uteri pain, urinary tract infection, pelvic discomfort, first episode of dysgeusia, fatigue, somnolence, renal pain, back pain, myalgia, first episode of menorrhagia, amenorrhoea, headache, chest pain, breast discomfort, micturition urgency, vulvovaginal pain, dyspareunia, pain in extremity, arthralgia, second episode of dysgeusia, influenza like illness, oropharyngeal pain, lymphadenopathy, suffocation feeling, anxiety, hyperhidrosis, hormone level abnormal, thyroid function test abnormal, second episode of menorrhagia and dysmenorrhoea had not resolved. The reporter considered device dislocation, pelvic pain, device expulsion, abdominal pain, adnexa uteri pain, urinary tract infection, pelvic discomfort, the first episode of dysgeusia, fatigue, somnolence, renal pain, back pain, myalgia, the first episode of menorrhagia, amenorrhoea, headache, chest pain, breast discomfort, micturition urgency, vulvovaginal pain, dyspareunia, pain in extremity, arthralgia, the second episode of dysgeusia, influenza like illness, oropharyngeal pain, lymphadenopathy, suffocation feeling, anxiety, hyperhidrosis, hormone level abnormal, thyroid function test abnormal, the second episode of menorrhagia and dysmenorrhoea to be related to essure. Diagnostic results: unspecified date: ultrasound: essure inserts have moved, one of them is in uterus and the other one is not well centered. Hormonal analysis- high. Thyroid analysis- high. Most recent follow-up information incorporated above includes: on 21-nov-2016: (B)(6) was added as reporter under the reference number (B)(4). Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6)-old female consumer who had essure (fallopian tube occlusion insert) and since placement, she experienced intense pain which is constant / pelvic pain among other non-serious events. An ultrasound showed that essure inserts have moved, one is not well centered. She has taken ibuprofen and nolotil for the pains caused by essure and will need to have a surgery to remove them. Device dislocation and pelvic pain are listed in the reference safety information for essure. Although the exact onset date and mechanism of dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since intervention was required to treat the pain and device removal will be required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one device is not in the center"), pelvic pain ("pelvic pain, intense pain which is constant"), device expulsion ("one device is in the uterus/ migration to the uterus (a part of essure placed in the left side has migrated to the uterus)") and device breakage ("one device is in the uterus/ migration to the uterus (a part of essure placed in the left side has migrated to the uterus)") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2007, the patient started essure. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), adnexa uteri pain ("ovarian pain"), urinary tract infection ("urinary infection"), pelvic discomfort ("discomforts"), the first episode of dysgeusia ("metallic taste"), fatigue ("fatigue / tiredness/ constant tiredness"), somnolence ("drowsiness/ she feels very sleepy"), renal pain ("kidney pain"), back pain ("back pain (lumbago)"), musculoskeletal pain ("muscle pain/ joint pain"), menorrhagia ("abundant menstruations/ abundant menstrual hemorrhages/ long menstrual periods"), amenorrhoea ("absence of menstruation"), headache ("headache"), chest pain ("chest pain"), breast discomfort ("sensation of breast suppuration"), micturition urgency ("urge to urinate frequently"), the first episode of vulvovaginal pain ("pain in the clitoris"), dyspareunia ("pain during sexual intercourse"), pain in extremity ("pain in left leg"), arthralgia ("pain in hip"), the second episode of dysgeusia ("bad taste in her mouth before and during the menstruation"), influenza like illness ("sensation of flu"), oropharyngeal pain ("sore throat"), lymphadenopathy ("swollen glands"), suffocation feeling ("feeling of suffocation"), anxiety ("anxiety"), hyperhidrosis ("sweating"), hormone level abnormal ("hormonal analysis is high"), thyroid function test abnormal ("thyroid analysis are high") and dysmenorrhoea ("painful menstruations"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device expulsion (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), the second episode of vulvovaginal pain ("vaginal pain"), fibromyalgia ("something similar to fibromyalgia"), stomatitis ("mouth sores"), renal colic ("frequent renal colic/kidney pain") and menopausal symptoms ("symptoms of early menopause (since she was (B)(6))"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), paracetamol (acetaminophen) and surgery (she is waiting the removal). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, device expulsion, device breakage, abdominal pain, adnexa uteri pain, urinary tract infection, pelvic discomfort, first episode of dysgeusia, fatigue, somnolence, renal pain, back pain, musculoskeletal pain, menorrhagia, amenorrhoea, headache, chest pain, breast discomfort, micturition urgency, first episode of vulvovaginal pain, dyspareunia, pain in extremity, arthralgia, second episode of dysgeusia, influenza like illness, oropharyngeal pain, lymphadenopathy, suffocation feeling, anxiety, hyperhidrosis, hormone level abnormal, thyroid function test abnormal, dysmenorrhoea, second episode of vulvovaginal pain, fibromyalgia, stomatitis, renal colic and menopausal symptoms had not resolved. The reporter considered device dislocation, pelvic pain, device expulsion, device breakage, abdominal pain, adnexa uteri pain, urinary tract infection, pelvic discomfort, the first episode of dysgeusia, fatigue, somnolence, renal pain, back pain, musculoskeletal pain, menorrhagia, amenorrhoea, headache, chest pain, breast discomfort, micturition urgency, the first episode of vulvovaginal pain, dyspareunia, pain in extremity, arthralgia, the second episode of dysgeusia, influenza like illness, oropharyngeal pain, lymphadenopathy, suffocation feeling, anxiety, hyperhidrosis, hormone level abnormal, thyroid function test abnormal and dysmenorrhoea to be related to essure. The reporter provided no causality assessment for the second episode of vulvovaginal pain, fibromyalgia, stomatitis, renal colic and menopausal symptoms with essure. The reporter commented: essure was implanted by medical recommendation but the physician did not tell the consumer the device had nickel and she is allergic to this metal. She is waiting essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): in 2007: thyroid function test result was high. On an unknown date: ultrasound scan result was a part of left essure migrated to the uterus. Unspecified date: ultrasound: essure inserts have moved, one of them is in uterus and the other one is not well centered. 2007: hormonal analysis - high. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 18-apr-2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 2742 cases. Device breakage: the analysis in the global safety database revealed 1613 cases. Device dislocation: the analysis in the global safety database revealed 1137 cases. Device expulsion: the analysis in the global safety database revealed 237 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. On 11apr2017: quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) and since placement, she experienced intense pain which is constant / pelvic pain among other non-serious events. An ultrasound showed that essure inserts have moved, one of them is in uterus and the other one is not well centered. She has taken ibuprofen and nolotil for the pains caused by essure and will need to have a surgery to remove them. These events are anticipated in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion into uterus or dislocation (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain. In this case, although the exact onset date and mechanism of essure the events is unknown, given their nature a causal relationship with essure cannot be excluded. This case is regarded as incident since intervention was required to treat the pain and device removal will be required. An update of product technical complaint is awaited.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 12-sep-2016 who had essure (fallopian tube occlusion insert) placed in 2007. Since placement, she experienced intense pain which is constant and discomforts: metallic taste, fatigue / tiredness, is very sleepy, ovarian pain, urinary infection, kidney pain, back pain (lumbago), muscle pain, abundant menstruations, long menstrual periods, painful menstruations, absence of menstruations, abdominal pain, pelvic pain, headache, chest pain, sensation of breast suppuration, urge to urinate frequently, pain in clitoris, pain during sexual intercourse, pain in left leg, pain in left hip, bad taste in her mouth before and during the menstruation, sensation of flu, sore throat, swollen glands, feeling of suffocation, anxiety, sweating, high hormonal analysis, high thyroid analysis. An ultrasound was performed and essure inserts have moved, one of them is in uterus and the other one is not well centered. She will have an allergy test. She will need to have a surgery to remove them. She has taken ibuprofen and nolotil for the pains caused by essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) and since placement, she experienced intense pain which is constant / pelvic pain among other non-serious events. An ultrasound showed that essure inserts have moved, one is not well centered. She has taken ibuprofen and nolotil for the pains caused by essure and will need to have a surgery to remove them. Device dislocation and pelvic pain are listed in the reference safety information for essure. Although the exact onset date and mechanism of dislocation is unknown, given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since intervention was required to treat the pain and device removal will be required. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one device is not in the center"), pelvic pain ("pelvic pain, intense pain which is constant"), device expulsion ("one device is in the uterus/ migration to the uterus (a part of essure placed in the left side has migrated to the uterus)") and device breakage ("one device is in the uterus/ migration to the uterus (a part of essure placed in the left side has migrated to the uterus)") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2007, the patient started essure. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), adnexa uteri pain ("ovarian pain"), urinary tract infection ("urinary infection"), pelvic discomfort ("discomforts"), the first episode of dysgeusia ("metallic taste"), fatigue ("fatigue / tiredness/ constant tiredness"), somnolence ("drowsiness/ she feels very sleepy"), renal pain ("kidney pain"), back pain ("back pain (lumbago)"), musculoskeletal pain ("muscle pain/ joint pain"), menorrhagia ("abundant menstruations/ abundant menstrual hemorrhages/ long menstrual periods"), amenorrhoea ("absence of menstruation"), headache ("headache"), chest pain ("chest pain"), breast discomfort ("sensation of breast suppuration"), micturition urgency ("urge to urinate frequently"), the first episode of vulvovaginal pain ("pain in the clitoris"), dyspareunia ("pain during sexual intercourse"), pain in extremity ("pain in left leg"), arthralgia ("pain in hip"), the second episode of dysgeusia ("bad taste in her mouth before and during the menstruation"), influenza like illness ("sensation of flu"), oropharyngeal pain ("sore throat"), lymphadenopathy ("swollen glands"), suffocation feeling ("feeling of suffocation"), anxiety ("anxiety"), hyperhidrosis ("sweating"), hormone level abnormal ("hormonal analysis is high"), thyroid function test abnormal ("thyroid analysis are high") and dysmenorrhoea ("painful menstruations"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), device expulsion (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), the second episode of vulvovaginal pain ("vaginal pain"), fibromyalgia ("something similar to fibromyalgia"), stomatitis ("mouth sores"), renal colic ("frequent renal colic/kidney pain") and menopausal symptoms ("symptoms of early menopause (since she was (B)(6))"). The patient was treated with ibuprofen, metamizole magnesium (nolotil), paracetamol (acetaminophen) and surgery (she is waiting the removal). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, device expulsion, device breakage, abdominal pain, adnexa uteri pain, urinary tract infection, pelvic discomfort, first episode of dysgeusia, fatigue, somnolence, renal pain, back pain, musculoskeletal pain, menorrhagia, amenorrhoea, headache, chest pain, breast discomfort, micturition urgency, first episode of vulvovaginal pain, dyspareunia, pain in extremity, arthralgia, second episode of dysgeusia, influenza like illness, oropharyngeal pain, lymphadenopathy, suffocation feeling, anxiety, hyperhidrosis, hormone level abnormal, thyroid function test abnormal, dysmenorrhoea, second episode of vulvovaginal pain, fibromyalgia, stomatitis, renal colic and menopausal symptoms had not resolved. The reporter considered device dislocation, pelvic pain, device expulsion, device breakage, abdominal pain, adnexa uteri pain, urinary tract infection, pelvic discomfort, the first episode of dysgeusia, fatigue, somnolence, renal pain, back pain, musculoskeletal pain, menorrhagia, amenorrhoea, headache, chest pain, breast discomfort, micturition urgency, the first episode of vulvovaginal pain, dyspareunia, pain in extremity, arthralgia, the second episode of dysgeusia, influenza like illness, oropharyngeal pain, lymphadenopathy, suffocation feeling, anxiety, hyperhidrosis, hormone level abnormal, thyroid function test abnormal and dysmenorrhoea to be related to essure. The reporter provided no causality assessment for the second episode of vulvovaginal pain, fibromyalgia, stomatitis, renal colic and menopausal symptoms with essure. The reporter commented: essure was implanted by medical recommendation but the physician did not tell the consumer the device had nickel and she is allergic to this metal. She is waiting essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): in 2007: thyroid function test result was high. On an unknown date: ultrasound scan result was a part of left essure migrated to the uterus. Unspecified date: ultrasound: essure inserts have moved, one of them is in uterus and the other one is not well centered. 2007: hormonal analysis - high. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 15-may-2017 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 2785 cases. Device breakage: the analysis in the global safety database revealed 1627 cases. Device dislocation: the analysis in the global safety database revealed 1152 cases. Device expulsion: the analysis in the global safety database revealed 240 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-may-2017: update of quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) and since placement, she experienced intense pain which is constant / pelvic pain among other non-serious events. An ultrasound showed that essure inserts have moved, one of them is in uterus and the other one is not well centered. She has taken ibuprofen and nolotil for the pains caused by essure and will need to have a surgery to remove them. These events are anticipated in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion into uterus or dislocation (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain. In this case, although the exact onset date and mechanism of essure the events is unknown, given their nature a causal relationship with essure cannot be excluded. This case is regarded as incident since intervention was required to treat the pain and device removal will be required. The product technical investigation cannot be initiated as a batch number or sample was not provided thus resulting in an unconfirmed quality defect.